Event description:
It was reported by the patient's spouse that patient was experiencing bradycardia and the patient had recent heart medication changes. It was also reported that the patient's physician suggested patient have the device checked, but that the patient's physician was not worried about patient's heart rate fluctuation. It was later reported by the patient's clinic that the patient did not contact the clinic about these symptoms, did not complain of these symptoms at their most recent appointment, and at the patient's last device check, the device was functioning normally. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.